Event description:
It was reported that during a hip procedure the super multivac active electrode was decomposed and fell off. The piece was not removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4, lot number: 2028185. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The exact location of the electrode is unknown. The patient impact beyond the retained non-implantable foreign body, the minor surgical extension, and possible corrosion, local irritation/discomfort, and/or migration of the foreign body could not be determined. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, that may lead to the reported complaint are: (1) overloading and not adhering to the desired set-point (2) vacuum range for saline not in range (3)rate of ablation (4) suction rate and fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution.